Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material clogged in the nozzle was polystyrene which is used in medical devices. The air/water nozzle was not deformed. A definitive root cause for the cause of the material remained in the device could not be specified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the inspection methods associated with the event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the videoscope had foreign object in the air/water nozzle observed during preparation for use. There was no patient injury or medical intervention associated with this event.